Event description:
Caller states the patient tested 4.5 inr on the coaguchek s system and 3.2 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system, however strips are unavailable for return. Replacement was sent.